Event description:
A 10.5 mm reamer tip broke during procedure. A 9mm and 10mm reamers were used successfully prior to 10.5. One side of 10.5 mm reamer tip remained in patient's distal femur. Synthese reamer tips 9.0 through 12.5 were also used on this patient with success.